Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. When asked what medication the pump was delivering, the reporter stated "everything under the sun" and "same thing everyone else had"; morphine and clonidine were specifically mentioned. The patient's concomitant oral medications were "narco, vicodine, zanec, xanax, and restoril"; the patient had a reaction to xanax. The infusion system indication for use was non-malignant pain/failed back surgery syndrome. On (B)(6) 2015 it was reported that the patient had her pump removed on (B)(6) 2015. The patient had been in the hospital twice since the removal due to an abdominal wall abscess. During the explant procedure, they had to leave the catheter in due to scar tissue. The pump was removed because it had been in for over 8 years and the patient had so much scar tissue that it began pushing on her bladder and ribs in 2013. The patient had "constant infections" since 2013 and had been in the hospital with IV (intravenous) antibiotics. It was noted that the pump had been empty for a year and a half. The catheter was going to be removed as soon as it was approved. The medication being delivered via the pump at the time of the event, the patient's pertinent medical history, and diagnostics performed related to the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.